Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 the patient was sitting on their recliner when the cgm displaying 223 mg/dl and then she passed out. Her husband called 911 because the patient was unresponsive and was having a seizure. When emergency medical services arrived, they checked the patient's bg and it was 23 mg/dl while the cgm was displaying over 200 mg/dl. Ems treated the patient with IV dextrose 10 percent. The patient did not require transportation to the hospital. At the time of the report, the patient's bg was 203 mg/dl but they were still feeling weak and sleepy from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.